Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, metallic fragments of the full radius blade were observed coming out of the product. The doctor removed everything and the surgery was completed without delay using the same device. No further complications were reported. Patient's health condition is stable.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. As of the date of this medical investigation, the requested clinical documentation has not been provided for evaluation. Therefore, there were no clinical factors found which would have contributed to the reported event. Since no further complications were reported and the patient¿s health condition was noted as stable, no further clinical/medical investigation is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed it was returned in the original tray and lidstock with the batch number of the complaint on the label. The identifying colors match the print. The inner and outer blade windows appear undamaged and sharp. There are friction/drag marks on the inner shaft on the proximal end. A functional evaluation showed the blade functioned as intended on all modes when attached to a control system. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. As of the date of this medical investigation, the requested clinical documentation has not been provided for evaluation. Therefore, there were no clinical factors found which would have contributed to the reported event. Since no further complications were reported and the patient¿s health condition was noted as stable, no further clinical/medical investigation is warranted at this time. The complaint was confirmed and the root cause was associated with a component failure. Factor that may have contributed to the reported event may have been insufficient irrigation during use. No containment or corrective actions are recommended at this time.